Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the uninterruptible power supply (ups) would not hold a charge for more than two minutes. To resolve the issue, the ups and motion batteries were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the viewing station of the imaging system displayed an error message stating the batteries were at critical levels. It was reported that the motion batteries were fully depleted and that the imaging system was moved to storage when the reported issue occurred. There was no patient present when this issue was identified. No additional information was provided.